Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: the device was returned with approximately 26-28cm of the distal section of the device missing. The device was returned without the balloon, marker bands, distal tip, distal shaft, distal part of the stiffening wire and exchange joint. The transition shaft was severely stretched and had detached proximal to the exchange joint. The stiffening wire had detached at approximately 33mm from the tip of the wire. Sem analysis was carried out on the detachment site on the stiffening wire. The sem analysis indicated that the detachment of the wire occurred as a result of the wire being fatigued by repeated kinking/bending. The hypotube was also kinked in multiple places most likely from handing of the device. (B)(4).

Event description:
An nc euphora balloon was used for post-dilatation after lesion pre-dilation and stent deployment of 2 non-medtronic stents. Device inspection and prep was not performed prior to use however negative prep was performed with no issues noted. The target lesion in the lad # 6 - 7 was excessively calcified. There were no anomalies during device delivery, inflation and deflation. Strong resistance was encountered during device removal. The physician continued to attempt retrieval of the device using excessive force and a device detachment occurred - from the tip to 10cm of the shaft detached and remained in the patient's coronary. Several attempts were made to retrieve the detached piece, however these were unsuccessful. The physician commented that the cause was unknown, but the patient had a complex lesion. The physician did not think the nc euphora balloon catheter was the cause of the detachment. No further patient complications were reported.